Manufacturer narrative:
Complaint confirmed, the central peg broke off and was not returned. No other damage observed. A likely cause of the event is user-applied mechanical forces.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported during an apex total shoulder, the central peg of the ar-9236-04pp xtra large vaultlock trial broke off while inserting into the glenoid. The rep reported all pieces were retrieved and there was no patient harm. The trial was not needed after the malfunction, and the case was completed in normal fashion.